Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The product mandrel was received with the catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is completely separated 108.3cm from the hub. The fractured/separated ends of the shaft are stretched and jagged which indicates the shaft separation was due to tensile forces. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. The returned product mandrel was inserted into the distal tip of the catheter and advanced through the entire length of the device and exited through the exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 15may2018. It was reported that the stylet of the device could not be removed. During unpacking of a 2.00mm x 12mm emerge¿ balloon catheter, it was noted that the stylet of the device could not be removed. The procedure was completed with another of the same device. No patient complications were reported as the device did not enter the patient's body. However, returned device analysis revealed shaft break.